Manufacturer narrative:
.

Manufacturer narrative:
The customer¿s report of check valve separated and leaked was confirmed. During visual inspection, it was noted that the check valve was completely separated. No damages or stress marks were observed on the both sides of the check valve under magnification. Functional testing was deemed unnecessary because of the obvious separation. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of the leak was identified as the weld integrity of the check valve. The cause of the weld defect was identified as a supplier process.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV set pulled apart at the check valve and leaked. There was no patient harm reported.